Manufacturer narrative:
(B)(4). Batch # = m92r1d. The analysis results of the er320 device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure and 3 conforming clips. In addition, the instrument locked out as intended. No scissoring issues were noted during analysis. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the anti-backup lever was found damaged, this condition causes the anti-backup failure and the pear shape clip. No conclusion could be reached as to what may have caused the latch damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip applier fired cross clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.